Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump was under infusing. No patient injury or complications were reported in relation to this event. There was no patient involvement.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps cadd solis vip pumps 2120. The complaint of failing accuracy at -7.50% was not validated or duplicated as the device passed all specified testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Pumps overall condition was good. Passed all functional testing.

Event description:
Investigation completed and summarized in h 10.